Event description:
MDR decision date: (B)(6) 2012. No serious injury alleged. Malfunction alleged. Dealer states that the wheel assembly broke. The wheel assembly was replaced under warranty for the dealer. MDR filed.